Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface was broken after trialing.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. A product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided.